Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott ballon. The patient became hypotensive and did not require any intervention to treat this event. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Moderate central aortic insufficiency (ai). Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 25mm, non-abbott balloon. Moderate central ai remained unchanged. The patient was in a stable condition.